Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Information from the field indicates that ablations were performed at 40w for 30 seconds. Tactiflex ablation catheter, sensor enabled instructions for use (IFU) recommends ablating at 40w for up to 20 seconds. Review of the device history record was not possible as the lot number is unknown. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
At the end of a premature ventricular contraction ablation procedure, the patient experienced a pericardial effusion that required a pericardiocentesis. With the ablation catheter on the left ventricle, the patient became hypotensive (blood pressure 12 to 6). On xray, the heart appeared not to move so an ultrasound was done which revealed a pericardial effusion. A pericardiocentesis was performed and the patient stabilized. The following day, a CT scan was done which showed the effusion had completely resolved. The physician thinks the perforation occurred during movement of the catheter in the aorta and noted difficulties trying to reach the left ventricle. There were no performance issues with any abbott device.